Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator on (B)(6) 2019. It was reported that the patient noticed on (B)(6) 2019 that the incision to his battery pocket was open. The patient followed up with his health care provider who scheduled him for a full system explant and antibiotic treatment for an infection at the battery pocket. The patient¿s battery pocket was tender, open, and draining with fluid. He did not have fever or chills. The entire spinal cord stimulation system was explanted, and antibiotic treatment was administered on (B)(6) 2019. The issue was resolved at the time of the report. There were no further complications reported or anticipated.